Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement external axiem power/data cable shipped to site. 02/01/2016. No parts have been received by manufacturer for analysis. On 02/09/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported no wires were showing. Whenever the cable was moved while plugged, in it would produce a power loss to the axiem box. External axiem power/data cable replacement resolved the issue. No further issues have been reported. (B)(4).

Event description:
A medtronic representative reported that the axiem power comm cable, on the site's navigation system, was frayed. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.